Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) ((B)(4)) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2011, the patient began treatment with dianeal pd2 ultrabag therapy (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis and was hospitalized. The cause of the peritonitis was unknown. On (B)(6) 2011, the patient began remedial therapy with tazzar (1gm, daily, ip), fortum (1gm, daily, ip), amikacin (125mg, daily, ip), and reflin (1gm, daily, ip). At the time of this report the patient was still hospitalized. On an unreported date, the peritonitis was resolving. Dianeal pd2 ultrabag therapy was ongoing. Concomitant medications were not reported. The nurse stated that the peritonitis was not related to the dianeal pd2 ultrabag therapy.